Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified unspecified location. The 7.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation and was initially inflated at 14 atmospheres. However, on the second inflation at 14 atmospheres, the balloon ruptured. The lesion was not fully dilated. The device was completely removed from the patient and the procedure was completed without additional dilatation performed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).